Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, the endovascular management of celiac arterial aneurysms safe and amenable to various techniques.

Event description:
Received an article titled: nzekwu, e. E. (2019). Technical considerations and clinical outcomes in the endovascular management of celiac arterial aneurysms. Journal of vascular and interventional radiology, pp. 1743-1749. Purpose: to present experiences from a single center. Method: a retrospective case series detailing a single-center experience of 8 patients with celiac artery aneurysms who underwent vessel sparing procedures between march 2014 and january 2018. Per the article adverse events included: rebleeding and restenosis.